Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 cfr part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during a clinic visit, the patient was seen with high impedance. The treatment effect remained the same, the output of all modes was temporarily set to 0 to observe the condition. However, since seizures occurred frequently that day, the doctor returned the output to its original state. Tablet dat was provided and reviewed. Later, it was reported that the patient first had an infection at the lead site. This required intervention in the form of surgery. During the surgery, the tie-downs were removed. The lead was left in place without any special fixation. Drug treatment was administered before the tie-downs were removed, and continued for a while after the tie-downs were removed. There are currently no symptoms of infection and the patient is recovering. The patient has severe allergies and regularly scratches the area around the surgical site on his neck and chest. Since the cause is unknown at this time, due to the close proximity of events of surgery due to infection and high impedance of the lead, the infection is assumed to be potentially related to this high impedance event.

Event description:
Later ap chest and neck x-rays were received and reviewed. The x-rays were provided after report of high lead impedance. No causes of the high impedance were discovered based on the images provided. No other relevant information has been received to date.

Event description:
Later, follow-up with the provider had occurred. The cause of high impedance was not confirmed by provider despite following up. The cause of the infection was confirmed to be due to operational context since the patient scratching the wound resulted in infection. Surgeon has decided to keep monitoring the patient with continuing use of vns despite this high impedance condition, taking into account the patient¿s condition and the current efficacy of vns as well as the possibility of increasing risk. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.